Manufacturer narrative:
Investigation results: the complaint of infiltration could not be confirmed from the representative 20g insyte autoguard sample that was provided for investigation. A functional test revealed no leaks in the IV catheter. As infiltration may have been caused by a blown vein, a functional test for flashback revealed no restrictions or occlusions in the IV catheter or needle. The affected unit was not provided for investigation. Although the representative sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc infiltrated; patient required an unforeseen medical intervention. The following information was provided by the initial reporter: patient (pt) had amiodorone going through a 20g IV and had an infiltrate. Pt was given hylenex and cold compress. Additional customer response received on august 01, 2024: it appears the patient had a 20g IV and amiodorone was running through it and it infiltrated. Hylenex and a cold compress was applied. No serious injury, but patient arm was swollen. We don¿t follow up with patients, so unfortunately that is all we have.